Manufacturer narrative:
Race and weight:unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023, a 12.1mm vicmo12.1 implantable collamer lens of a -6.5 diopter tore during loading after opening the vial. There was no patient contact. A replacement lens was implanted into the patient's right eye and the problem was resolved. Reportedly, status of the eye is, "stable."

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Claim# (B)(4)

Manufacturer narrative:
Corrected data: b5: the reporter noted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -6.5 tore/broke before during loading on (B)(6) 2023. It was noted after opening the vial. The lens was not implanted. A backup lens of the same model/length lens was implanted into the right eye (od) and the problem was resolved. Status of the eye was reported as "stable". Claim#: (B)(4).